Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical adverse event received for post op mi. Event is serious and is considered moderate. Event is possibly related to procedure. Event is not related to device. Date of implant: (B)(6) 2022; date of event: (B)(6) 2022; (right and left knee). Treatment: oral medication (plavix).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Event description:
Additional information was received and stated the following: on (B)(6) 2022, the patient had bilateral cemented total knee arthroplasties to address primary osteoarthritis, end-stage. Depuy components, including depuy patella and depuy cement were used during this procedure. The indications for surgery included a previous tibial plateau fracture on the left that had hardware removed a few months prior. The patient had end-stage valgus arthrosis on the left and varus arthrosis on the right with bilateral patellofemoral disease. On (B)(6) 2022, medical records note that on post surgery day 2, the patient began having chest pain, with elevated troponins and eventually underwent stent placement. Patient discharged day 5 post op. On (B)(6) 2022, medical records note that the patient has been having trouble with constipation, which has been chronic for the patient due to narcotic use.